Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognized as configured at the station due to a defective sensor. A field service engineer replaced the open/close sensor on drawer 2-2 and reconfigured both drawers 2-1 and 2-2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis anesthesia system eplab1 failed to recognize the drawer as configured, preventing users from accessing medications for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.